Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: unknown. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing performed. It was confirmed that circulating water was leaking from the drain valve. It also leaks from the internal return tube. The customer's indicated failure was confirmed, and the root cause was the defective drain valve and return tube. Replaced the drain valve and return tube to correct the issue. H-1000 device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a water leak. The fault occurred while checking before use with the patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1:(B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.